Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Correction to UDI from (B)(4) to (B)(4).

Event description:
It was reported that: "lung separation was not possible despite a correctly positioned left-sided double lumen tube. A leak was detected, the cause of which could not be identified (fistulization, tube position, etc. Were systematically evaluated). The operation was delayed and the patient developed cardiac arrhythmia, which had to be treated. Subsequently, as no other cause could be identified, a reintubation was performed. After placement of a new double lumen tube, one-lung ventilation was possible without any problems. An inspection of the removed tube showed that the blue cuff (bronchial) did not unfold."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "lung separation was not possible despite a correctly positioned left-sided double lumen tube. A leak was detected, the cause of which could not be identified (fistulization, tube position, etc. Were systematically evaluated). The operation was delayed and the patient developed cardiac arrhythmia, which had to be treated. Subsequently, as no other cause could be identified, a reintubation was performed. After placement of a new double lumen tube, one-lung ventilation was possible without any problems. An inspection of the removed tube showed that the blue cuff (bronchial) did not unfold."